Manufacturer narrative:
The patient did not provide any specific device information. He reported an unknown stryker left hip. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device currently implanted.

Event description:
It was reported by the patient that he had a primary of left hip in 2003 and another surgery in 2006 that he is unclear of. The patient reported pain, rashes, and clicking sound. He stated that the doctor did blood work and found high levels of cobalt and chromium. Patient is scheduled for revision surgery.